Manufacturer narrative:
The customer obtained lower than expected vitros potassium (k+) results from a non-vitros biorad quality control fluid (lot 31812) processed using two vitros 5600 integrated systems. The assignable cause was determined to be user error. The customer did not calibrate the vitros k+ slide lot when the reference fluid lot number changed. The vitros k+ instructions for use and the reference fluid instructions for use instruct the customer to calibrate k+ with every reference fluid lot change. After a recalibration was performed using the same vitros k+ slide lot with the new reference lot number, acceptable k+ patient and quality control results were obtained. There was no evidence to suggest a malfunction of the vitros 5600 integrated systems or vitros k+ slide lot.

Event description:
The customer obtained lower than expected vitros potassium (k+) results (5.24, 5.26, 5.23, 5.21, 5.20, 5.16, 5.25, 5.23, 5.27 versus expected 6.40 mmol/l) from a non-vitros biorad quality control fluid (lot 31812) processed using two vitros 5600 integrated systems. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Lower than expected patient k+ results were obtained and reported outside of the laboratory; however, the magnitude of bias observed did not meet ortho's MDR reporting criteria. The physician questioned the low k+ patient results and corrected reports were issued upon retest of the samples. There were no inappropriate actions taken based on the lower than expected k+ patient results and no allegations of patient harm as a result of this event. (B)(4).